Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A customer reported a small spot of vertical gas breakthrough superior to canal in a patient's left eye during lasik. Gas was not able to escape quickly enough. Flap was lifted without any issues and procedure was completed successfully.

Manufacturer narrative:
A review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the event. Review of the logfiles for the day of treatment shows during start up the vacuum check, the energy check and the ablation check were performed without any issue. The user renewed the energy check only once during the complete day which shows the last treatment 7.5 hours after the first energy check during start up was performed which is not the recommended range. The logfile shows 44 treatments on 22 patients and all were performed successfully without any interruption or other deviation. The user was able to achieve good suction values for the reported treatment and also during the treatment the values stayed stable. Further the treatment was completed 100% and with stable. Besides the user did not renew the energy check in the recommended range no further issue can be detected in the logfiles which could have contribute the reported issue. No technical root cause could be determined as the system is performing within specifications. The manufacturer internal reference number is: (B)(4).